Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller states that a consumer was using the chair and broke the two spokes completely off and all the others are pulling away from the caster.